Manufacturer narrative:
Concomitants: (B)(6) 320-15-05 - eq rev locking screw; (B)(6) 320-15-05 - eq rev locking screw; (B)(4) 320-38-13 - equinoxe reverse 38mm humeral const liner +2.5. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for dislocation cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness [poor bone quality], unique anatomy, or other condition that impacts the performance of the device. Device specific risks includes dislocation of the prosthesis or any of its components which may require a second surgical intervention or revision.

Event description:
It was reported that an 89 yo female patient, initial right shoulder implanted on (B)(6)2022 , underwent a revision procedure on (B)(6)2022 , approximately 5 months post the initial procedure due to dislocation, scapular notching indicated as the reason. The patient was revised to exactech devices. No breakage of device or surgical delay/prolongation reported. The patient required prolonged hospitalization as a direct result of this issue. The devices will not to be returned due to being discarded by the hospital. No additional information.